Manufacturer narrative:
The pod was received with the cannula deployed. During investigation, the asic was found detached from the pcb assembly, inhibiting the functionality of the device and preventing the delivery of insulin. No other physical damage was observed that would cause asic to detach from pcb assembly, therefore, it is concluded that the asic was incorrectly installed. Due to this, pod data could not be downloaded and no determination of insulin delivery during operation could be determined. The exposed portion of the soft cannula was also found kinked and torn, although, it cannot be determined when or how this damage occurred. Fluid was found exiting the soft cannula at the tear location. Inspection of the drive mechanism components found that the ratchet gear was damaged. Since the pod data could not be retrieved, it could not be conclusively determined if this damage contributed to the reported event. The batteries were also found to be insufficient to power the device. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels reached around 300 mg/dl while wearing the pod between 4 and 24 hours. As treatment, patient's mother reported insulin was delivered.